Event description:
Meter name: one touch basic. Strip name: lifescan ot strips. Meter code: 5 (blurry). Strip code: 5. Strip storage: good condition, stored correctly. Symptoms: no symptoms. A patient reported they were getting inaccurate erratic readings. Their meter allegedly was inaccurately erratic and had segments missing for 4 months. The result on their meter was 23mg/dl at 4 pm, 400 mg/dl at 5:30pm. The time difference between patient's meter readings was 1.5 hours. Treatment was - family member gave the customer 9 units of reg insulin. No further information has been reported.